Event description:
It was reported that a malfunction alarm occurred. There was no patient involvement, as customer had not yet begun use of pump for insulin therapy at the time of the issue. Reportedly, the customer had an alternate pump and manual injections available for insulin therapy.